Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a (B)(6) male experienced a traffic accident presented with oblique fracture line, stable middle third of diafisis, left tibia and fibula on (B)(6) 2012 and the pt was taken to the operating room. Pt was having a nailing procedure and during insertion of the nail; surgeon was impacting the nail when the distal end of the hammer-guide broke. This did not affect position of the nail. The nail was inserted and the procedure was completed with no further problems.

Manufacturer narrative:
Visible damage on the shaft were noted. The measurable dimensions of the guide tube were checked and found to be incompliance with the technical drawings and specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Based on the information provided an exact cause of this occurrence can only assume a mechanical overload during use.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.